Event description:
Infection. Surgeon reports that following shoulder surgery, pt developed redness along the suture line. Pt required re-operation to re-incise the wound, remove sutures and drain the wound. Pt also received subsequent antibiotic therapy.